Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to fully-unlocked connector on lcd board noted. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads was found during testing.(B)(4).

Event description:
The customer reported via phone call that they experienced a keypad anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.